Manufacturer narrative:
Per the clinic, the patient experienced a wound dehiscence at the new incision site. Additional information has been requested but it has not been made available as of the date of this report. This report is submitted on july 17, 2022.

Event description:
Per the clinic, the patient's implant was extruded from the skin. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 23, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on august 23, 2022.

Manufacturer narrative:
This report is submitted on september 12, 2022.

Manufacturer narrative:
Per the clinic, the patient underwent a surgical procedure to close the wound. The implanted device remains. This report is submitted on june 21, 2022.